Manufacturer narrative:
A3a sex and a4 weight are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: (us/japan) an impella cp was inserted via the femoral artery to support a 75-year-old patient admitted in with indication of cardiomyopathy. The gender was not shared. The cp was placed as left ventricular venting to the primarily placed extra-corporeal membrane oxygenation (ECMO). The underlying medical history was not shared. On day 4 of the support the impella pump stopped. No information was shared regarding any pump trends or alarms prior to the pump stop. The pump was explanted as the patient was also on ECMO and there was no impact to the patient from the stoppage. After the pump was explanted, the patient remained on the ECMO support. The removal was performed with no clinical consequence to the patient.